Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4) no problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front right bottom corner. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. Q1 broke off from the board, plunger board also came off the glue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger board. Performed self-test and syringe test. Additional information provided in b.5., corrected data: d1.

Event description:
Additional information was received. Failure of the pumps did not occur during patient use.

Event description:
Information was received indicating that a smiths medical medfusion pump had issues with the plunger circuit board (pcb) board. No adverse effects were reported.